Manufacturer narrative:
The complainant was contacted for the return of the device. The customer has responded and indicated the device will not be returned to zoll medical.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "install batteries" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.